Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with heavy tortuosity and mild calcification, a 3.5x33 rx xience prime stent delivery system was advanced without resistance to the lesion via direct stenting. The xience prime sds balloon was inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. Reportedly, the stent implant was deployed and the sds was withdrawn without resistance from the patient anatomy. Post-dilatation was performed with a non-abbott balloon catheter due to the stent implant not being well apposed to the vessel wall. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.